Event description:
Vessel sealer was put into the port- noticed on the camera there was a thread and/or broken wire sticking out of the joint of the vessel sealer. Vessel sealer was immediately removed by dr. [Redacted] and inspected with surgical team. Charge nurse and management made immediately aware. Vessel sealer was not used on the patient only placed into the port. Vessel sealer placed in broken equipment cabinet. X- ray taken at end of case. Lot #- k18250710.